Event description:
Reportedly, the balloon's silicone layer delaminated and some parts of the layer fell into the patient's abdomen. Fallen parts of the balloon have been successfully removed from the patient.